Event description:
The account alleges the pt position module will not set. No pt impact.

Manufacturer narrative:
The account found the cause to be the scale was zeroed with the pt in the bed, user error. The scale was zeroed with the pt off the bed to resolve the issue.